Event description:
A hta pro cerva procedure set unit was used during a hysteroscopy procedure. According to the complainant, during the hta procedure, a fluid loss alarm went off at about 8.5 minutes into the ablation phase. Fluid was visualized at the cervix. The rep estimated the fluid loss rate to be about 75cc/min. At this time, the procedure was aborted and the cool down phase was performed. The patient sustained a burn slightly larger than a quarter on her cervix and her posterior right side. The physician estimates the burn to be superficial to second degree. The burn was treated using a topical cream. The rep reported that during the procedure, the tenaculum stabilizer was not engaged. It is believed that over the course of the ablation, the sheath was withdrawn out of the cervix. A speculum was also used in the case. Follow up information received in 2009 from the sales rep, confirmed that other than the fluid loss alarm, there were no other alarms or error codes displayed and fluid was seen leaking from the cervix. The patient was dilated correctly and there was nothing unusual about the anatomy of the cervix. The following month, it was verified with the physician that the patient suffered from a 3rd degree burn. Silvadene cream is being used 3 to 4 times a day to treat the burn. The patient is on motrin to reduce the pain she is experiencing from the burn. The procedure was not completed due to this event and there were no further patient complications reported.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. It any additional relevant information is received, a supplemental medwatch will be filed.